Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer was called and it was reported she had a low blood glucose event on (B)(6) 2015. The customer experienced vomiting and stomach pain. She ate something and was at 70 mg/dl and went to bed. She woke up extremely low and did not have control of her body. She screamed and neighbor came and called the paramedics. She might have blacked out for 3 or 3.5 hours. She was treated with glucagon and went to 300 mg/dl. She was taken to the hospital and released the next day. On (B)(6) 2015 she had another low at home of 30 mg/dl and the paramedics were called again but she was not hospitalized. Current blood glucose 117 mg/dl. The drive support cap is normal. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field and the settings were accurate. She also stated that the screen is scratched but does not have issues reading the display. She was advised to contact the doctor.